Event description:
The complaint was reported by a customer from (B)(6). Patient death unrelated to the pump.

Event description:
The complaint was reported by a customer from (B)(6). Patient death unrelated to the pump.